Event description:
A pt was undergoing an operative laparoscopy, left ovarian cystectomy and lysis of adhesions utilizing a bipolar coagulation system. During activation of the bipolar device inside the pt, the dr reportedly saw a spark from an electrosurgical scissors (handle) that was lying on the pt's bare abdomen. The secondary electrosurgical system was reportedly not activated. Four (4) small superficial burns were then noted on the pt's abdominal skin. No special treatment was necessary and the surgery was completed without further incident.